Event description:
Customer reported that liposomal doxorubicin (250ml volume) was infusing at 83.3 ml/hr and was within 30 minutes of completion when a drop of red chemo fluid was observed on the top portion of the set's upper fitment, at the junction of the tubing. Infusion was continued until completed. There was no patient harm and no medical intervention was required.

Manufacturer narrative:
(B)(4). Product evaluated and customer's report of leak was confirmed. Leaking was observed at the engagement between the nitro tubing and upper fitment engagement. The root cause of the leak is due to insufficient solvent applied at the engagement.